Event description:
It was reported that the patient underwent a stenting procedure to treat a de novo lesion in the vein graft to the circumflex artery. The physician advanced a non-abbott guide catheter and a pilot 50 guide wire into the patient anatomy. A 4.0 x 18 mm vision stent delivery system was then advanced and the stent was deployed at the target lesion. The stent delivery system was then removed; however, resistance was felt with the guide catheter. The stent delivery system, guide catheter and guide wire were removed from the patient anatomy as a single unit. Upon removal, it was noted that the stent delivery system balloon was not fully deflated. Final angiography noted no adverse patient effect and the stent was fully apposed to the vessel wall. There were no adverse patient effects and no clinically significant delay. No additional information was received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue could not be confirmed. The difficulty to remove was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the vision instructions for use, in the deployment procedure states to deflate the balloon by pulling negative on the inflation device for 30 seconds. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.